Event description:
It was reported a transcatheter aortic bioprosthetic valve replacement procedure was performed with no issues noted. On post-operative day one an electrocardiogram (ECG) was performed and showed left bundle branch block. No treatment was required. Additionally, acute-on-chronic diastolic heart failure/heart failure with preserved ejection fraction (hfpef) was noted. Treatment was provided with electrolytes and recommendation to resume home diuretics. On the second post-operative day, the hfpef had resolved. An ECG was performed and showed first degree atrio-ventricular block (avb). No treatment was provided to address the first degree avb; however, it resolved the same day as the onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.